Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and noted a broken base. The unit passed all check and calibration tests successfully. Power on self test and one hour therapy was completed. The cause of the problem was determined to be defective / burned accomp pcb which was replaced to resolve the reported problem.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed a burning smell originating from their homechoice machine during peritoneal dialysis therapy. The patient was connected to the device at the time of the observed odor. The patient ended therapy with the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.